Event description:
It was reported that during a meniscus suture surgery, t2 cannot be deployed. No patient injury reported. Back-up device was available. The patient suffered meniscus injury due to trauma.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that during a meniscus suture surgery, t2 cannot be deployed.¿ t1, t2 and suture were returned separated from the delivery needle. T1 is curved and has been pulled back through tissue post deployment. T2 was found in an unusual location on the suture assembly. It has a bent tail fin. The depth limiter was attached. The delivery needle showed no damage. The device cycled and actuated. No mechanical problem was found with the device returned but there was no physical reason evident for a malfunction. Actions were taken to address and correct this circumstance. This manufacturing lot created was prior to the actions.

Event description:
It was reported that during a meniscus suture surgery, t2 cannot be deployed. No patient injury reported. Back-up device was available.